Event description:
It was reported that 1.5 hours into a da vinci s surgical procedure, two small wires from the suturecut needle driver instrument fell into the pt . Both wires were removed from the pt, and the instrument was removed and replaced with an instrument of the same type. The planned surgical procedure was completed without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. Per the case notes, the broken instrument components were successfully retrieved from the pt. A follow-up MDR will be submitted if the instrument is returned or if add'l info is received.